Event description:
It was reported that the cardiomems implant procedure was aborted due to the patient experiencing hemoptysis. While the cardiomems delivery system was being advanced the physician lost placement of the terumo guidewire so all devices were removed. Upon readvancing the system a second time with a new guidewire (non-terumo), wire position was again lost, and it was at this time that the patient began coughing up blood. The procedure was aborted. The hemoptysis resolved without intervention. Repeat angiogram did not indicate any vessel perforation. The physician reported they believe the guidewire was the cause of the hemoptysis. The patient was admitted for monitoring and was discharged on (B)(6) 2025 without any further incidence of hemoptysis. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt code: 1887. Device code: 3009. Ref report: mw5174270.